Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the monopolar pairs were all over 40k ohms. The bipolar pairs were 2k-4k. Impedances at implant were normal. It was reviewed to check programming and make sure it was configured correctly. Then get x-ray to determine if the lead or extension got pulled from the header. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the high impedance issue was ¿a simple programming issue as the wrong port was active.¿ as of (B)(4) 2018, the issue had been taken care of. No further complications were anticipated.